Event description:
It was reported that the patient's implantable neurostimulator (ins) system was explanted due the device "malfunctioning." Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot # unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID: neu_siliconeanchor lot# unknown, product type accessory product ID: neu_siliconeanchor lot# unknown, product type accessory. Final analysis of the implantable neurostimulator revealed "no anomaly." Final analysis of both silicone anchors revealed "no anomaly." Final analysis of the extension revealed "no anomaly." Final analysis of the lead revealed it was "cut through" and "segmented."

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. Analysis of the lead (lot# unknown) found no significant anomaly, the lead body was cut through. Analysis of the extension (s/n (B)(4)) found no anomaly. Analysis of both silicone anchors (lot# unknown) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.